Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the reported event could not be replicated as system functioned as intended and without issues. A software investigation was also completed. And upon review of past tracer patterns it was determined that tracer pattern could be improved. Surgeon has received additional training. No parts needed to be replaced and no further issues were reported. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess), site reported an inaccuracy in which their instrument tip did not match up with the navigation screen. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.